Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states the safety and effectiveness of the angio-seal device has not been established in direct cervical arterial punctures. The IFU states that it thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound or other imaging modalities. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
It was reported in a literature article published in another country that the angio-seal was used in 1 case following percutaneous puncture in the vertebral artery or carotid artery for evaluation of the intracranial circulation. The reasons for the direct cervical approach were listed as vessel tortuosity, aortic pathology, femoral artery occlusion, or a too-long access route for treating an arteriovenous malformation. It was uncertain which reason prompted this case. After cervical arterial access was made, either a 6f or a 8f sheath delivery system was secured to the patient's skin and the site was maintained with continuous saline flushing. An initial bolus of heparin 5,000 iu was given followed by continuous infusion of 2,500 iu per hour. The patient experienced a puncture-induced vasospasm in the common carotid artery (cca). This was responsible for thrombus formation at the intracranial internal carotid bifurcation in spite of the anticoagulation used. The patient was given an intraarterial infusion of 10 mg abciximab (reopro) and a 3 mg nimodipine. An angio-seal was used. The pt awoke without neurologic deficit.